Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Investigation of the production record could not be performed as the lot information was unavailable. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification in the distal right coronary artery (rca). The asahi gaia guide wire was advanced but could not cross the lesion due to the anatomy and became stuck in the calcified vessel. During the attempt to withdraw the guide wire, the tip of the guide wire snapped. Due to the vessel calcification, there was no attempt to retrieve the separated tip of the guide wire and the procedure was stopped. The separated guide wire tip remains stuck in the calcification. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.